Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, the instrument jammed on the fourth firing and could not be removed. The surgeon performed a laparotomy to removed the device.